Event description:
It was reported that the customer had a delivery anomaly on the insulin pump. Customer's blood glucose level was 112 mg/dl. Customer stated that he was changing his infusion set last evening and in the process of doing so, he had distributed all of the insulin in the vial into him. Customer went into diabetic shock and his blood glucose level went from low 200 mg/dl to 112 mg/dl. Customer stated that a whole vial of insulin was delivered overnight. Customer was assisted with programming the pump. Customer will call back to complete troubleshooting when he is able to. Customer's blood glucose level was now 98 mg/dl. Customer stated that he needs to treat for his low blood glucose level. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.